Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of a product sample and batch number to perform a proper investigation to determine the root cause and therefore the complaint cannot be confirmed. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when throwing a capio suture through the ligament the needle tip or bullet was left in the ligament because the capio slim seemed to sheer the needle off the suture. Then they used a new suture with the same capio slim and this one worked fine. The patient's condition was reported as fine.